Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3998, lot# v821942, implanted: (B)(6) 2011, product type: lead. Product ID: 3998, lot# v821942, implanted: (B)(6) 2011, product type: lead. Product ID: 3998, lot# v821942, implanted: (B)(6) 2011, product type: lead. Product ID: 3998, lot# v821942, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient had a shocking or jolting sensation. About two weeks prior to the report the patient started to feel ¿zapped¿ in both arms. The patient started to not feel stimulation in both of her arms about 5 days prior. The patient was feeling pain where the lead wires were located, 5 days prior. There was something in the patients shoulder, and felt different where the connector to her arm leads were. The patient started to stiffen up and had pain at the left shoulder blade where the lead wires were located. The pain started there 5 days prior to the report. The patient was trying to put her arms on because they were hurting. Stimulation would not come on and the patient got a ¿wicked stiff neck¿. It was later reported that the manufacturer representative checked the impedances of the leads and two electrodes were out of range, greater than 10,000 ohms. The manufacturer representative programmed around the impedances and was able to get coverage back in the areas where she was feeling pain, the patient was doing very well and was happy and receiving stimulation in all the correct areas.